Event description:
On (B)(6) 2022 pa catheter stopped reading co and ci. Noted missing prong on the cco port of the pa cath. On (B)(6) 2022: pa catheter with sudden loss of waveform with no pa pressure or cvp reading in ccu last week. No catheter migration noted. Module/cables switched out and routine troubleshooting was completed with no resolution. Md notified and catheter dc'd per orders. No patient harm. Similar occurrence reported by anesthesiology in or in the CABG patients with pa cath abruptly not displaying pa and cvp waveform/reading and having to replace catheters as a result. FDA safety report ID #(B)(4).